Manufacturer narrative:
Although the customer initially reported a service code, review of the AED's internal log files determined that the service code was related to the previous battery depleting within the unit. Once a new battery was installed and a manual self test performed the AED functioned as designed and was able stay in service.

Event description:
A customer reported that their AED's asi is flashing red and reporting a service code. The customer did not report this occurring during patient use.